Event description:
It was reported that patient presented to clinic for atrial lead revision procedure due to the atrial lead was dislodged post (B)(6) 2025 implantation. The dislodgement was confirmed via x-ray and fluoroscopy. The atrial lead also failed to sense in the atrium. The physician elected to explant the atrial lead, and a new lead was implanted successfully. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and ¿not sensing any signals in the atrium¿. As received, a complete lead was returned in one piece with the helix extended and was measured within specification. The helix was also returned clogged with blood/tissue. The reported event of ¿not sensing any signals in the atrium¿ was not confirmed. Final electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.